Event description:
The customer reported the system would not boot. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced srams and software, system is operating as intended.